Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pericardial effusion followed by cardiac arrest during the implant of the left ventricular (lv) lead. Pericardiocentesis was performed to resolve the event. The lv lead was successfully implanted and the patient was stable following the procedure.